Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incidents was 12 mg/dl. The customer was treated with food. The emergency medical service was dispatched as result of low blood glucose. Customer was admitted to the hospital on (B)(6). Customer's blood glucose at time of admission was 20 mg/dl. Customer cause of hospitalization was low blood glucose. The hospital did an EKG and x-ray and blood panel was normal, was given 3 glasses of juice. Customer was wearing the pump at time of hospitalization. Customer was advised to monitor pump and blood glucose.